Manufacturer narrative:
Additional information was received that there was also a fracture of the lead noticed by the physician when the revision was done. The patient underwent another procedure wherein the lead was explanted. The patient was reportedly doing well postoperatively. No device malfunction was suspected. The device was not returned. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure to replace the ipg due to inadequate stimulation, the physician noticed that the leads were frayed. The ipg was removed and the leads were left implanted because the patient had not consented to replace the leads.

Event description:
A report was received that during a revision procedure to replace the ipg due to inadequate stimulation, the physician noticed that the leads were frayed. The ipg was removed and the leads were left implanted because the patient had not consented to replace the leads.